Event description:
Procedure type: gastrectomy. According to the reporter: hub housing detached from the cannula upon removal. No device fragment or component fell into the pt's cavity.

Manufacturer narrative:
(B)(4).